Manufacturer narrative:
This device is used for treatment not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
A pt was implanted with a 13mm ti lateral entry femoral nail on an unk date. F/u x-ray taken on an unk date showed a non-union. Pt was returned to the operating room on (B)(6) 2012 for removal of the nail (intact) and revision to a new nail 1mm larger in diameter.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues.